Event description:
It was reported that during a failed interrogation, it was suspected that this implantable cardioverter defibrillator (ICD) had premature battery depletion. The patient called technical services (ts) and reported that this device was replaced due to a depleted battery. No additional adverse patient effects were reported. This device has not been returned.